Manufacturer narrative:
(B)(4). The reported problem was a use error and there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - failed to follow therapy steps was confirmed; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The cause was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with a check supply line alarm during the prime on the homechoice machine (hc). The home patient (hp) stated he changed out the cassette, but not the bags. The technical service representative (tsr) advised the hp to start over with all new supplies. On (B)(6) 2011 baxter (B)(4) contacted the hp who stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.